Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a wound infection. This device was explanted and is not expected to be returned for analysis. No additional adverse patient effects were reported.